Event description:
Pt was revised to address recurrent swelling and pain. Poly wear, osteolysis and significant internal scarring were noted intraoperatively.

Manufacturer narrative:
Eval was not possible, as the products were not returned. Product info required to review the device history records was not provided. The initial reporting stated the products were not suspected of failing to meet specs or contributing to the event. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported event based on the provided info. Reported excessive internal scaring could be a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed. Should add'l info be received, the investigation will be reopened.